Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet pump displayed ¿unable to proceed¿ during a supply change and later presented alert 38 indicating the piston was not moving, with phone prompts to restart; troubleshooting included disconnecting tubing, removing the cartridge, restarting the pump, rewinding, and filling tubing to confirm piston movement, after which delivery was resumed and a full supply change with new cartridge, connector, and infusion set was recommended, with the issue characterized as a complete blockage associated with the tubing component. Symptoms included hyperglycemia, with a highest reported blood glucose of 360 mg/dl and no other symptoms. Outcomes included no health consequences or impact. Investigation included communication with the user, analysis of information provided, and review of device behavior during guided troubleshooting. Investigation of this case revealed a communications problem identified during guidance and a medical device problem of complete blockage localized to the tube component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.